Event description:
It was reported that during a gastric sleeve procedure, the device could only be fired with application of excessive force, because the steel base plate of the first magazine remained in the clamp arm of the cutter. They changed magazine and fired cutter; staple lines were ok. No further information is available. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: cartridge pan the analysis results found that one long60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.